Manufacturer narrative:
(B)(4). Method: the complaint bc3020 was not returned to fph in (B)(6) as it was discarded at the hospital facility. Our analysis is accordingly based on the event description and additional information provided by the hospital. A lot check was not performed as the lot number of the complaint device was not provided. The hospital was unable to provide us with photographs of the alleged septal wound but indicated that intervention from the wound care department and plastic surgery department was required; and that plastic surgery would be required in the future. Conclusion: in response to questions raised by fph, the rt neonatal coordinator of the hospital noted the following: "as I initially reported, a nurse overtightened the interface, which eliminated the 2mm gap between the prongs and the septum, and it caused a wound. I identified the problem and reported it to my rep...we immediately provided re-education. We then scheduled the f&p rep to provide more education on (B)(4)." The delicate tissue around the nasal septum can break down if subjected to continuous pressure, friction or moisture. The user instructions that accompany the flexitrunk infant interface illustrate the correct interface set-up on the patient. Supporting text requires the user to ensure that nasal prongs are positioned at least 2mm (0.08inches) from the septum to avoid pressure necrosis. To emphasize the importance of correct prong sizing and positioning, fph also provides an illustrated patient interface checklist and assessment form. Our user instructions also state the following checks during use of flexitrunk infant interface: "if using prongs: clear nasal secretions before inserting the nasal prongs." "Check patient frequently for signs of redness, pressure sores or irritation which may result from extended prong or mask use. Hourly checks are recommended." "Alternating between mask and prongs can reduce the risk of irritation. Alternating every 4 to 6 hours is recommended." The fph flexitrunk infant interface is designed to be applied by adequately trained medical professionals. Following the reported incident, the hospital staff were trained by one of the fph representatives on the proper use and fitting of the flexitrunk infant interface products in accordance with fph user instructions. Device was destroyed at the hospital.

Manufacturer narrative:
(B)(4). The complaint bc3020 flexitrunk infant interface nasal prongs has been destroyed at the hospital. We are currently in the process of obtaining further information from the hospital in order to assist us with the analysis and identification of a possible root cause of the event as reported. We will provide a follow up report once we receive further information from the hospital and have completed our analysis. Device was destroyed at the hospital.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a bc3020 flexitrunk infant interface nasal prongs created a severe septal wound on the nasal septum of an infant. It was also reported that the cause of the reported wound was that the nasal prongs were adjusted too tightly on the infant. The hospital stated that the complaint device had been destroyed.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a bc3020 flexitrunk infant interface nasal prongs created a severe septal wound on the nasal septum of an infant. It was also reported that the cause of the reported wound was that the nasal prongs were adjusted too tightly on the infant. The hospital stated that the complaint device had been destroyed.